Manufacturer narrative:
On (B)(6) 2015 a medtronic representative, following-up at the site, reported the patient was already under anesthesia and an incision had been made from (B)(4), when the reported issue occurred. The imaging system failed when it was around the patient. The surgeon had stitched the patient up and there were no complications with the patients health. The surgery was re-scheduled for the following day. - return requested. Replacement interface cable assy shipped to site (B)(6) 2015. Suspect interface cable assy returned to manufacturer and is currently under analysis. - (B)(6) 2015 a medtronic representative performed an imaging system check-out, mechanical test and safety inspection areas passed. Imaging modalities failed. Trouble-shooting interface cable, and replaced cable. Framerate error issue resolved.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the imaging system was showing a framerate error at boot-up. In trouble-shooting, the medtronic representative attempted unplugging/replugging the umbilical cable with no resolution. Re-booting the imaging system did not resolve the issue. The surgeon opted to abandon the procedure and re-schedule.

Manufacturer narrative:
Suspect mobile viewing station interface cable evaluated: confirmed reported problem "frame rate error." During bench level testing it was found that the gbit test failed, which could result in frame rate error. The cable was unable to be installed and undergo system level testing because the two ground lugs are cut. Continuity test and 100t testing passed. Issue was duplicated and an electrical issue was found. Replacing the cable resolved the issue.

Manufacturer narrative:
Per further engineering review, the umbilical cable was confirmed to have failed, resulting in the reported incident by the customer. This issue was addressed by a CAPA. Review of the CAPA investigation found that both misuse of the cable and inadequate strain relief contributed to the observed failures in the field. When a user pulled on the jacket of the cable, instead of the connector, increased stress was applied on the cable. Without adequate strain relief, provided by the collet and tie wraps, the wires inside the cables were able to move applying stress to the wires resulting in failure. Design changes to the cable, including mounting of the cable in the lemo connector to increase the pull-out force, changing the collar clamp nut from plastic to metal, and applying potting material, were implemented. A risk assessment was completed for this CAPA. Based on the assessment, the predicted probability of harm values and the calculated probability of harm values showed that there was no increased risk, and that the residual risk remained acceptable.